Event description:
Customer reports back to back testing on the same meter while using the compact sys with results of 255/dl and 104/dl. No qcs were run. No adverse event reported. Customer did not have vial strips came out of; a replacement was sent.